Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a consecutive stalled motor while the user had been reusing the connector; the user was advised to perform a dry run test and to use brand new supplies, and the reported blood glucose at the time was 338 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with mechanical problem identified, consistent with the reported motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.